Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited decreased sensing and increased pacing threshold. The patient noted experiencing diaphragmatic stimulation. An x-ray was performed which confirmed dislodgement. The lead was repositioned on (B)(6) 2019. The patient was stable during and post procedure.